Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 546mg/dl. The caller stated that the insulin pump was disconnected and her blood glucose was treated with and insulin drip. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.